Event description:
Caller reported a malfunction on the pump with malfunction code malf 3, and fault ID 0x2095, which was not resettable. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact to the customer's blood glucose level. The customer received instructions from customer technical support (cts) and was sent a replacement pump with updated software. During the interim, the customer planned to use multiple daily injections (mdi) as backup therapy. Cts also advised the customer on handling the pump and sensor, including placing the faulty pump into storage mode before returning it to tandem.